Event description:
It was reported trial mdm liner does not securely fit onto femoral broach neck. The surgeon was not able to accurately determine appropriate neck length with mdm trial. Implanted 22mm c-taper standard length femoral head. Upon reduction of components, hip was determined to be unstable. Mdm components were removed and replaced with 32mm trident x3 elevated eccentric liner and 32mm + 10mm c-taper femoral head.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.